Event description:
It was reported that a revision procedure was performed on this lead due to loss of capture (loc) and high capture thresholds. No additional adverse patient effects were reported. Further information regarding the current status of this lead has been requested.